Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 48-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, was supported with an impella device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 05:28 am. During the course of support, nursing staff noted absence of right foot pulses in the access limb, which was cannulated for impella support. No actions were taken to treat the limb ischemia, and the device was not removed due to the ischemic. The event occurred more than 24 hours after implant. No corrective intervention was undertaken due to the patient¿s overall poor prognosis related to severe hypoxic brain injury, and care was withdrawn. The patient subsequently expired. Based on the information available, there was no evidence of device malfunction, and the device was not considered to be involved in a failure mode. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products). The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 and d4 updated based on the additional information received from the clinical site.

Event description:
An impella cp device was inserted percutaneously via the right femoral artery in a 48-year-old male for the indication of acute myocardial infarction complicated by cardiogenic shock, following prolonged downtime. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) shock stage e. The patient required multiple inotropes and vasopressors and was receiving mechanical ventilation for respiratory support. While on impella cp support, the patient developed renal failure, and continuous renal replacement therapy (crrt) was initiated. During the course of support, nursing staff noted absence of right foot pulses and mottling in the access limb, which was cannulated for impella support. The ischemic findings occurred more than 24 hours after device implantation. No corrective intervention was undertaken, and the impella cp device was not removed in response to the limb ischemia, due to the patient¿s overall poor prognosis. Given the patient¿s severe hypoxic brain injury related to prolonged downtime, the family elected to withdraw care. The patient subsequently expired. The death is being conservatively reported to the impella cp; however, based on the available information, the outcome is unlikely related to device performance and is most likely attributable to the patient¿s underlying critical condition, including scai stage e cardiogenic shock, prolonged hypoxic injury, dependence on vasoactive support, and mechanical ventilation.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (catalog, serial and primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.